Manufacturer narrative:
Continuation of medical devices: 6947 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the patient's right atrial (ra) lead had intermittent atrial undersensing. The lead is still in use. No patient complications have been reported as a result of this event.